Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800769 was manufactured on 06/04/2018 a total of 288 pieces. Lot was released on 06/08/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with a bent rotation tab. It was observed that the indicator clip was in the jaws indicating that all clips were fired from the device. The sample appears used as there is biological material present on the device. Reference attached file (B)(4) for investigation photos. A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "unable to ligate" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with a bent rotation tab which could lead to loading issues and could potentially cause a clip to break if the clip gets stuck in the rotation tab. However, since no clips were returned, this could not be confirmed for the returned device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed , and a probable cause could not be determined.

Event description:
It was reported that during a laparoscopic gastrectomy, there was no problem in ligation first, however, after loading one clip, the jaws did not open smoothly so that the user felt difficulty in ligation but managed to ligate. The next clip was ligated with no problem, then, after loading the next clip, again the jaws did not open smoothly enough to ligate. Therefore, a new unit was used to finish the surgery.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic gastrectomy, there was no problem in ligation first, however, after loading one clip, the jaws did not open smoothly so that the user felt difficulty in ligation but managed to ligate. The next clip was ligated with no problem, then, after loading the next clip, again the jaws did not open smoothly enough to ligate. Therefore, a new unit was used to finish the surgery.